Event description:
When contacted for follow up information, the patient confirmed that they had to have surgery "to have it removed" but provided no additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that in (B)(6) 2013 the implantable neurostimulator (ins) started ¿coming out of the skin.¿ it was noted that the healthcare professional (hcp) performed a revision to put it back in. The caller stated that she did not know why the hcp did not change the ins batteries ¿then.¿ the patient was redirected to the hcp.